Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. No moisture damage on electronics noted. No audio beep anomaly or vibration anomaly during testing noted. The device had a scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was vibrating and beeping with nothing on the screen. The customer disconnected the device for a few minutes and stated that it then alarmed button error. The customer stated that the device had been exposed to sweat. Customer's blood glucose value was 6.7 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.